Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No external ram crc, unexpected restart, displayable history crc or rewind anomalies were noted. The pump was received with a displayable history alarm in the history file due to a corrupted history file. The buttons responded properly. No flattened button dome switch or unlocked on the lcd keypad connector. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was not able to rewind insulin pump and had a closed gray circle on display screen after attempting to reconnect pump after not connecting for two months. It was reported that insulin pump was stored without a battery. It was reported that the time and date was not correct and customer was not able to reset it. Insulin pump received an unexpected restart alarm and four spanish software anomaly alarms. Insulin pump would need to be replaced.